Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018, with blood glucose of 800+ mg/dl. The customer was treated with intravenous drip. It was unknown whether the customer was using the auto-mode feature. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.